Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up that morning with blood glucose of 499 mg/dl. He treated with manual injection and changed the infusion set. Blood glucose reading at lunch was 389 mg/dl. Customer stated he tried to give himself a bolus and insulin would not deliver and he didn't receive any alarms. Customer was unable to troubleshoot.